Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the right ventricular (rv) lead was displaced into the right atrium. Further investigation revealed the patient experienced inappropriate defibrillation therapy due to the position of the rv lead. An rv lead replacement procedure is anticipated to be performed to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.